Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years post filter deployment, computed tomography (CT) of the chest demonstrated a distorted ivc filter in the immediate infrahepatic inferior vena cava, two discontinuous tines, one extending to the right lateral wall of the inferior vena cava to the capsule of the right kidney and the other extending to the left wall of the inferior vena cava. The third displaced tine is seen within the intrahepatic inferior vena cava. Records indicate the filter was non-retrievable with fragmentation and embolization to pulmonary arteries. Therefore, the investigation is confirmed for filter limb detachment and perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, h6(device: 1528). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism due to fractured ankle while pregnant. At some time post filter deployment, it was alleged that the filter detached, the filter struts have perforated the wall of the inpharetic inferior vena cava, a third leg in the intrahepatic inferior vena cava and two additional legs embolized to the right, middle and lower lobe pulmonary artery branches, and the filter tilted with the filter becoming embedded in the ivc wall. Furthermore, it was alleged that the patient experienced pain. Initially, there was an attempted but unsuccessful removal procedure. The device was removed percutaneously at some time post filter deployment. There are two filter arms in the right lung, one filter strut in the right kidney, one filter strut in the right abdomen, and one filter strut in the liver. There was a procedure performed that removed filter struts from the patient¿s body, but it is unspecified which filter strut(s) were removed. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: a vena cava filter was deployed secondary to recent pulmonary embolus, tibiofibular fracture, contraindication for long-term anticoagulation therapy, and to prevent further embolism until obstetrical delivery. The deployed filter was placed suprarenal via the right common femoral vein. Inferior venacavogram performed demonstrated excellent position of the filter. The apex of the filter was below the atrial caval junction. The filter legs were above the renal vein. The suprarenal ivc measured less than 30 mm in diameter. Approximately ten years post filter deployment the patient experienced chest pain a CT of the chest demonstrated struts vena cava filter in the pulmonary artery branches. The next week a CT of the chest demonstrated a distorted ivc filter in the immediate infrahepatic inferior vena cava, two discontinuous tines, one extending to the right lateral wall of the inferior vena cava to the capsule of the right kidney and the other extending to the left wall of the inferior vena cava. The third displaced tine is seen within the intrahepatic inferior vena cava. Records indicate the filter was non-retrievable with fragmentation and embolization to pulmonary arteries. Patient started on coumadin. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately ten years post filter deployment, a CT of the chest demonstrated struts of the vena cava filter in the pulmonary artery branches. The next week, a CT of the chest demonstrated a distorted ivc filter in the immediate infrahepatic inferior vena cava, two discontinuous tines, one extending to the right lateral wall of the inferior vena cava to the capsule of the right kidney and the other extending to the left wall of the inferior vena cava. The third displaced tine is seen within the intrahepatic inferior vena cava. Therefore, the investigation can be confirmed for limb detachment and perforation of the ivc. However, based on the provided medical records, the investigation is inconclusive for filter tilt. Per the medical records, the filter was placed suprarenal in a pregnant patient. Per the IFU (instructions for use),"the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position." Therefore, patient factors could have contributed to the alleged deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for pregnancy, nor in the suprarenal placement position. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism due to fractured ankle while pregnant. At some time post filter deployment, it was alleged that the filter detached, the filter struts have perforated into the organs, and the filter tilted with the filter becoming embedded in the ivc wall. Furthermore, it was alleged that the patient experienced pain. Initially, there was an attempted but unsuccessful removal procedure. The device was removed percutaneously at some time post filter deployment. There are two filter arms in the right lung, one filter strut in the right kidney, one filter strut in the right abdomen, and one filter strut in the liver. There was a procedure performed that removed filter struts from the patient¿s body, but it is unspecified which filter strut(s) were removed. The current status of the patient is unknown.